Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device would turn on and off without prompting. As a result, the patient had their scs system explanted.